Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. While on support, first puncture left fem failed due to missing puncture proglide was noted. Bleeding to left fem was covered with stent. No additional information was provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.